Event description:
Patient on mechanical ventilator, vent continued to alarm due to patient not achieving his tidal volumes. Patient was able to talk around his trach on the ventilator. The trach was changed out to a different trach. When the original trach (shiley flex #8) was taken out, it was noted that there was a hole in the balloon as the old trach would not hold air.